Event description:
Caller reported a malfunction on pump with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and the caller successfully reset it without recurrence of the malfunction. Customer was advised to continue using the pump and to call back if the issue recurs. Caller acknowledged and understood the instructions.